Manufacturer narrative:
(B)(4). Additional information: manufactured on january 15, 2015 ¿ january 16, 2015. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a white particle, approximately 0.25 square mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a white floating particle. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.